Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). Title: blend mode reduces unintended thermal injury by laparoscopic monopolar instruments: a randomized controlled trial source: surg endosc, volume 27, 2013 (4016-4020) date of publication: 6 june 2013. If information is provided in the future, a supplemental report will be issued. [(B)(4)].

Event description:
According to the literature source study, forty patients underwent a standardized laparoscopic cholecystectomy operation. The monopolar generator was set at 30 w power for all operations. Generator mode was set on the coagulation mode or blend mode, depending on the random study group assignment. The incidence of thermal injury after operations was higher using the coagulation mode compared to the blend mode at both the epigastric incision and umbilical incision sites. The data also showed that the incidence of thermal injury trended to be greater at the umbilical trocar incision rather than the epigastric trocar incision.